Event description:
Customer reported a delivery issue with their lancing device and test strips and not able to test with their precision xtra meter. Customer reported experiencing symptoms of hypertension and diaphoresis. Customer also reported going to a health care facility where he was diagnosed with severe hyperglycemia and hypertension and treated with oral diabetes medication and anti-hypertensive medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is the final report. This case involves a delivery issue and does not involve a product malfunction. No further investigation is required.